Manufacturer narrative:
The field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator.

Event description:
During an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was exchanged to resolve the event. The patient was stable and will continue to be monitored.